Event description:
It was reported that after a software update and device restart, the user¿s ilet initially did not display blood glucose from a paired dexcom g7 continuous glucose monitor (cgm), resulting in signal loss to the pump display without alarms. No adverse clinical symptoms were reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included customer service troubleshooting and user education to toggle the ilet cgm selection, after which glucose data resumed displaying. Investigation of this case revealed a temporary communication/display configuration issue between the ilet and the dexcom g7 that was resolved through device setting toggling, consistent with known software interaction behavior following updates. It was concluded, based on previously established findings for similar reports, that the cause was user interface configuration following software update, with normal device function after corrective actions.